Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. A review of transmitted episodes following the programmed changes showed no oversensing. The patient was stable.